Event description:
I attended this patients device explant and laser lead extraction with dr (B)(6) at (B)(6)hospital. Procedure was due to rv lead being caught in the tricuspid valve, crushing one of the leaflets. The patient is booked for lle, device explant and possible tricuspid valve replacement. Patient is pacemaker dependant so will have a temporary pacing wire inserted prior to lle, then two new epicardial leads will be implanted. I am not sure if they are using the same device or will implant a new one. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).